Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped the ilet into water, after which the device would not power on, consistent with moisture damage involving the device seal; the user transitioned to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with moisture ingress associated with the seal, aligning with moisture damage to the device. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.